Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient was experiencing inaccurate readings, the cgm reading was 115 mg/dl and bg was 294 mg/dl. The patient was vomiting and parent brought the patient to the emergency room (ER) and was then transferred to the pediatric ICU. The patient was treated with IV fluids and insulin. When the patient was at the hospital, the wearable was removed and the medical team kept on doing bg meter but the parent could not remember the exact value from the bg meter. The patient was hospitalized for 1 day since he got discharged the next day on (B)(6) 2025. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.